Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited greater than 1800 ohms impedance. A perforation of the coronary sinus was suspected.